Manufacturer narrative:
Additional information was provided in h.6. And h.10. Corrected information was provided in h.10. (Previously submitted information was, no other complaints reported in the lot number reported in error). Product evaluation: a non company iol, injector (handpiece) and viscoelastic were indicated. Root cause: no determination can be made without physical evaluation of the complaint sample. Non company associated products were indicated. The reported complaint may be related to a failure to follow the IFU. Per the IFU: the iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. There has been 9 other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product has not been returned to the manufacturing site. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported after an non alcon iol was implanted in the left eye, foreign material probably from the cartridge was seen on the iol. The foreign material was removed within the surgery. The surgery was completed. The patient will return for follow-up observation.